Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter lh 750 hematology analyzer leaked about 100 ml of diluent which was not contained within the unit. The customer was unable to determine the source of the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves and a labcoat at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and noted that the instrument had recently been relocated across the room by the customer. The source of the leak was a disconnected tubing carrying pressurized diluent for needle rinse from manifold (mf)4. The leak had damaged the connected solenoid controller board and mf13. The fse could not confirm that the leak was attributed to the moving of the instrument. Fse trimmed the disconnected tubing and reconnected and replaced mf13 and the solenoid controller board for mf4. No further evidence of leaking was observed. Repair was verified per established procedures and results met published performance specifications. The cause of the leak was a disconnected tubing at mf4. (B)(4).